Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a freeze of the programmer occurred during a follow-up.

Event description:
Reportedly, a freeze of the programmer occurred during a follow-up.